Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a likely causal association between the internal blood leak with the optiflux nre dialyzer during hemodialysis (hd) treatment with the fresenius 2008t machine and the patient¿s blood loss of approximately 300-400ml with symptoms of dizziness and hypotension that warranted hospitalization for syncope. Blood leak events are known potential complications when using optiflux dialyzers for hd therapy. It is unknown what caused the internal blood leak as there were no reported defects with optiflux 180 nre dialyzer, and as it was discarded after the event, it is not available for failure analysis by the manufacturer. Moreover, it was reported the 2008t machine did not incur a blood leak alarm. After the reported event, the machine¿s blood leak detector and sensor board were replaced. The patient has resumed regularly scheduled hemodialysis without further reported issues.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 2 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, did not sound the blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300ml. The patient became dizzy, treatment was stopped, and the patient was taken to the hospital. The patient was diagnosed with syncope, and was admitted to the hospital and was later discharged. The patient has resumed their normal hd treatments without further issues. The dialyzer was reportedly discarded and is not available to be returned.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.